Event description:
The customer reported to olympus, the evis lucera elite colonvidescope has poor air supply. Inspection and testing of the returned device found a foreign object came out of the air supply/water supply nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the air/water nozzle due to incorrect reprocessing. The following additional observations were found during device evaluation: the up/down knob was out of the standard values due to wear of the angle wire. The adhesive on the bending section cover (a-rubber) had white-clouded area and was chipped the a-rubber was also cracked. Due to clogging of the nozzle the air supply volume and water removal ability did not meet standard values. The adhesives around the objective lens and light guide (lg) lens had white-clouded areas. The probe cover (c-cover) was scratched and dented. The user completed a survey stating they could not confirm the foreign material. There was no delay with the precleaning, and the air/water nozzle was flushed. The customer did not flushed the air/water nozzle with detergent solution after the procedure during manual cleaning. The air /water nozzle was not wiped/brushed with gauze, brush or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. A composition and identification analysis test was performed on the foreign material. The foreign material was confirmed to be: brown solid material: protein- human origin, rubber-like material(black): black silicone- example: injection tube (mh-946), white solid material: protein: human nail, skin. According to the user survey, it was confirmed that the material possibly remained in the air/water nozzle since reprocessing was deviated from the instruction manual, ¿instruction manual cleaning/disinfection/sterilization 5.5 manually cleaning the endoscope and accessories clean the external surface.¿ however, a conclusive root cause for the malfunction could not be established. Olympus will continue to monitor the field performance of this device.